Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the healthcare provider reported that the sensor broke during a removal procedure. The removal attempt occurred on the same day, and all portions of the sensor were successfully retrieved. The sensor had been implanted in the upper right arm. The user reported doing well following the procedure, and no injury or additional medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.